Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device continued to scroll through mode selections and the user was unable to select pace or defib functions. Complainant indicated that there was no pt involvement in the reported malfunction.